Event description:
An endeavor sprint otw drug-eluting coronary stent delivery system length 18mm, diameter 2.5mm was used to treat a lesion with 95% stenosis in a patient's very tortuous rca. It was reported that the stent dislodged during the procedure. The protective covering was removed from the stent without difficulties. The physician inspected the stent prior to use and there were no issues noted. The stent advanced normally over the wire and through the guide catheter. Difficulties were encountered during advancement of the endeavor, and it failed to cross the lesion. It was reported the stent dislodged from the balloon catheter as the catheter was being pulled back. It was confirmed under fluoroscopy that the stent remained in the proximal rca vessel undeployed, minimally covering the diseased segment. Attempts to retrieve the stent were unsuccessful. A sprinter balloon length 10mm, diameter 1.5mm was inserted and seated inside the undeployed stent and expanded. The endeavor stent was then deployed and remained in the proximal rca. Ptca of the diseased segment of the rca was performed and a new stent advanced and deployed in the target lesion. The patient was stable post procedure and no clinical sequelae have been reported. The cd of procedural images and the stent delivery system were returned to medtronic for evaluation. On review of the returned device it was noted, the stent was not on the balloon. There were crimp bake impressions evident along the body of the balloon indicating that the stent was crimped onto the balloon during manufacturing. The proximal end of the balloon folds were partially opened. Cd images provided and the additional information provided by the account confirm the reported event. It appears most likely that the vessel/lesion morphology may have impacted on the deliverability of the stent and resulted in the subsequent dislodgement during removal of the device. Given the physician was attempting to deliver and deploy the stent without pre-dilating the lesion, this may also have contributed to the stent dislodging from the balloon.

Manufacturer narrative:
Evaluation codes, results: dislodgement. Evaluation codes, conclusions: tortuous vessel with 95% stenosis. Failure to pre-dilate lesion.